Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the same malfunction code did not recur. The customer was advised to call back if any issues reappear and acknowledged the instructions.